Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of over 500 mg/dl. Blood glucose level at the time of the call was about 240 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the insulin pump failed the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. A water filled reservoir was used during the test. No air bubbles anomaly noted and the no delivery alarm functioned properly during the basic occlusion and occlusion tests. No cosmetic damage noted during physical inspection.